Manufacturer narrative:
After investigating the pod, no tear was found along the complete fluid path that would cause any leakage of insulin from the pod. The pod was received without adhesive pad attached to the bottom housing. The adhesive pad welds were inspected and no abnormalities were found. So, the reported adhesive failure could not be assessed or determined. The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 4 and 24 hours. The pod leaking insulin during wear and the adhesive not sticking well to the infusion site (abdomen) was also reported. As treatment, the pod was removed and replaced.